Event description:
It was reported that they had "revised the patient's surgery" because the implantable neurostimulator was not put in the right area. No further information was reported. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2013-00852 for information regarding the device not being implanted properly and leads in the wrong location.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was frustrated and was still having concerns, but working with an hcp or manufacturer representative to resolve them.